Manufacturer narrative:
Investigation summary: no sample and 16 photos were returned by the customer in support of this complaint. Visual examination of photos was performed and revealed damage to the shelf label. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube has been found experiencing label issues. The following has been provided by the initial reporter: tear label.